Event description:
Dexcom was made aware on 04-07-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was reported that the patient had a skin reaction seven days after the sensor was inserted in the arm. The patient developed an infection extending beyond the patch perimeter. The patient had burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024 the patient went to the emergency room and was prescribed three different unspecified oral antibiotic medications for 7 days. At the time of the follow up report 04-16-2024, the patient confirmed the wound was still slowly healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).